Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose of 412mg/dl. The customer treated with a syringe. Customer indicated that the cannula was bent. Customer was advised on proper insertion, taping and site techniques and to not insert the cannula in places of scar tissue or hardened skin.troubleshooting advised customer to change the entire set, reservoir and insulin and treat per their doctor's instruction. Customer declined to troubleshoot their high blood glucose. Customer was advised to monitor the pump and call back if further issues.